Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2012. The cause of death was boating accident. The caller stated that the customer's blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of the accident or at the time of death. The customer had disconnected the insulin pump the day of passing due to going into the water. The customer was not using sensors. The caller stated that they no longer have the insulin pump. Since the caller did not have the insulin pump at the time of the phone call, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.